Event description:
It was reported that while performing peritoneal dialysis, a home patient (hp) had received a system error 2240 (air in set) alarm on a homechoice (hc) machine during dwell two of four. The hp stated that an empty supply bag was loosely connected to the setup. During troubleshooting, it was also found that the patient line was not properly primed. The technical service representative (tsr) assisted the hp in ending therapy. The hp was not sure whether he would use new supplies or finish therapy using manual supplies. No patient injury or medical intervention was indicated in association with this report. No additional information is available.

Manufacturer narrative:
(B)(4). This is a report of a system error 2240 alarm where the home patient stated the empty supply bag was loosely connected to the setup, which is a known cause of this type of alarm. The cause for the loose connection was not determined. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified. As the cassette was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.